Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [154694 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 4, 2019.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2019, due to the patient requiring frequent MRI's for a non-device related health issue. It is unknown whether the patient will be reimplanted, as of the date of this report.